Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). A revision surgery was performed in which the device was removed and replaced with a new system. No leak was discovered upon removal. The new aus was tested and performed appropriately.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). A revision surgery was performed in which the device was removed and replaced with a new system. No leak was discovered upon removal. The new aus was tested and performed appropriately.